Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to cracked end cap. Insulin pump rewinds properly. Motor passed motor test. Unable to perform the occlusion, basic occlusion and excessive no delivery test due to insulin pump unable to prime. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken on the reservoir compartment. The customer¿s blood glucose was unknown. The caller said that when trying to fill the reservoir, the piston was not able to complete the rewind. The insulin pump will be returning for analysis.